Event description:
The customer reported that a baby had a heart rate in the 30s and was not breathing. The customer tried to review on the central nurse's station (cns) but could not find any respiratory tracings nor a heart lower than 50s. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that a baby had a heart rate in the 30s and was not breathing. According to the customer, the monitor was displaying a respiratory rate in the 30s. The customer tried to review on the central nurse's station (cns) but could not find any respiratory tracings nor a heart lower than 50s. The cns was not showing respiratory waveforms. The customer added resp.imp; however, waveforms still did not populate on the cns. There was no patient injury reported. Investigation summary: multiple attempts were made to obtain more information from the customer, but the customer has been unresponsive. A definitive root cause could not be determined with the available information. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that a baby had a heart rate in the 30s and was not breathing. According to the customer, the monitor was displaying a respiratory rate in the 30s. The customer tried to review on the central nurse's station (cns) but could not find any respiratory tracings nor a heart lower than 50s. The cns was not showing respiratory waveforms. The customer added resp.imp; however, waveforms still did not populate on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 04/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. B6 attempt # 1: 04/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. B7 attempt # 1: 04/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 04/13/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I do not have this information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: no the following fiels are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that a baby had a heart rate in the 30s and was not breathing. The customer tried to review on the central nurse's station (cns) but could not find any respiratory tracings nor a heart lower than 50s. There was no patient injury reported.